Event description:
The customer's father reported via phone call that the insulin pump would not rewind and that the customer had high blood glucose. The customer's blood glucose was over 450 mg/dl, which was treated with manual injection. The caller stated that when the customer loaded the reservoir in the insulin pump, the device became stuck. He stated that he removed the reservoir and had to use a screwdriver to push down on the piston so that he could reinsert the reservoir. He stated that he messed with the insulin pump and finally got it to work the day prior. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.